Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a that when they turned on automated impella controller (aic) at (B)(6) and received error message "system self check failed change console immediately". Shut down console by holding power button for 30 seconds and plugged console in and did try to restart one more time but received same message. This was only for a cath lab inservice training, so no patient delay whatsoever and no pump was attached.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.